Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical details, the root cause of the hematoma cannot be determined since the device was not returned for investigation and lack of clinical details. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 54-year-old male presented for impella support during bridging to heart transplant. The user facility report the patient's axillary insertion site had a hematoma. On day three, the team washed out the hematoma and placed a jackson-pratt (jp) drain. The patient remained on impella support for twelve days until transplant.